Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also reported about the sensor issue. The sensor was not sticking and happen twice while traveling. The customer declined to troubleshoot for high blood glucose. Troubleshooting for tape not sticking was performed. The customer was advised to monitor the issue, the sensor will be replaced once available. The insulin pump will not be returned for analysis.